Manufacturer narrative:
Visual analysis of the returned device identified one opening curved on the posterior and crease flat. Weight measurement identified weight of the device within specification. A microscopic analysis was performed which identified: one striated opening on the posterior and wear abrasion. Based on the device analysis, the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side "possible rupture". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "possible rupture". Device remains implanted.